Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed no delivery during. The customer's blood glucose was 382 mg/dl. The customer stated that the infusion set did not go into their body completely and they could smell insulin which was leaking. The customer stated that they had inserted the infusion set in a place which they had used many times before, and it could have been a scar tissue that prevented the full insertion of the infusion set. The customer stated that the alarm was resolved by changing the infusion set. When they removed they observed the infusion set, it was bent and the customer stated that they were not standing when they initially inserted the infusion set. Nothing further was reported.